Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are under filling and have molding defects with a bd vacutainer® sst¿ blood collection tubes. This was discovered after use. The following information was provided by the initial reporter, translated from (B)(6) to english: issues with under fill and damaged.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill and lipout with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the tubes are under filling and have molding defects with a bd vacutainer® sst¿ blood collection tubes. This was discovered after use. The following information was provided by the initial reporter, translated from french to english: issues with under fill and damaged.